Event description:
Boston scientific received information that a high out of range shock impedance measurement were observed at around 200 ohms on the implantable cardioverter defibrillator (ICD) and right ventricular lead since last year. Thereafter, the physician provided the patient with 1 joule shock and the measurements were within range. Boston scientific technical services (ts) discussed the possible causes for the anomaly. The patient was confirmed to never have had a shock. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received confirming that all other measurements were normal. No other interventions were performed.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.